Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin squirting out during the prime process. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.